Event description:
The customer reported the system was "not shooting." The fse noted, "the equipment does not work," loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.